Event description:
It was reported that the patient underwent a c1-2 posterior spinal fusion. The patient underwent a revision surgery 9 months post-op. The patient¿s pain never resolved, she is having body pain and fatigue as well as a rash. The patient is undergoing testing for an allergic reaction to the hardware.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 6900240, # 6950315 and # 6958716. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.